Event description:
Megan campbell reported that her insulin pump was depleting daily, and she was considering obtaining a tandem mobi as her current pump was out of warranty. There was no reported impact to megan's blood glucose level. No further assistance was requested as megan declined additional support, and the issue was documented only with no further actions taken.